Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that ongoing intermittent malfunction alarms occurred. Reportedly, the customer cleared the malfunction alarms, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was "high", although specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.